Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 700.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a catheter revision on (B)(6) 2017 and there was a cerebrospinal fluid (csf) leak. It was stated there was nothing wrong with the catheter and they did not know where the leak was coming from. There was "a ton" of csf coming out of the pocket and the proximal catheter was replaced. It was noted the catheter was not aspirated and the rep wanted to know how much they would need to prime. However, priming was not recommended since the distal catheter was full of medicine. It was noted the patient had increased spasticity. The csf leak occurred on (B)(6) 2017, however it was unknown when the increased spasticity occurred.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Spinal headache was added to the previous reported event description and was being submitted as a correction. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 700.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a catheter revision on (B)(6) 2017 and there was a cerebrospinal fluid (csf) leak or spinal headache. It was stated there was nothing wrong with the catheter and they did not know where the leak was coming from. There was "a ton" of csf coming out of the pocket and the proximal catheter was replaced. It was noted the catheter was not aspirated and the rep wanted to know how much they would need to prime. However, priming was not recommended since the distal catheter was full of medicine. It was noted the patient had increased spasticity. The csf leak occurred on (B)(6) 2017, however it was unknown when the increased spasticity occurred. Additional information received from a healthcare professional and a manufacturer representative (rep) on (B)(6) 2017 reported healthcare professional (hcp) initially reported the event to rep. It was noted there was not an obvious device issue. It was noted the surgeon decided to replace the segment to see if anything changed. As of yesterday, the patient was not better. It was noted they are considering doing a patch at the entry site of the catheter, therefore nothing to do with equipment. It was noted that a dye study and then pocket exploration were performed. It was noted patient was admitted for observation. It was noted that rep thought the hcp and surgeon were still working towards a resolution.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a healthcare provider and (B)(6). It was noted that the patient's current dose as of (B)(6) 2017 is 949.7mcg/day (flex dosing). 103ml of serous fluid was aspirated from the pump pocket. Patient was referred to a healthcare professional (hcp) to have the pump pocket opened and assess why fluid continued to build up. Approximately 2 weeks prior to (B)(6) 2017 the patient underwent surgery with a hcp. No abnormalities identified during the surgery and the connector was replaced. Fluid continues to accumulate. 150ml of straw colored fluid was aspirated from the pump pocket. The hcp planned to schedule a blood patch. The patient was taking seroquel 50mg 2x daily, lorazepam 0.5mg 2x daily, meloxicam 7.5mg daily, zyrtec 10mg daily, aspirin 81mg daily, strattera 100mg daily, terbinafine 250mg daily, atorvastatin 20mg daily, zoloft 100mg daily, and tylenol 650mg daily. It was noted the patient was hospitalized but the dates were unknown. On (B)(6) 2017, one week post blood patch procedure, at the managing physician follow up office visit, the patient was "doing well with decreased spasticity." The cerebrospinal fluid buildup was noted as "resolved" and the cause was "unknown" (not determined). No additional information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.